Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneously low platelet (plt) result generated by the coulter lh 780 hematology analyzer without instrument generated flags for one (1) patient specimen. An erroneous platelet result of 15,000 was reported out of the laboratory. A redraw was performed on the patient and the sample was retested yielding a result of 165,000, which the customer considers correct. No death or injury is associated with this event.

Manufacturer narrative:
The samples were collected in edta vacutainer tubes. Controls were run prior to the incident recovered within the established range and the lh780 is currently performing within qc specifications. The customer observed large platelet clumps and fibrin threads on the smear. Raw data analysis was performed and the following observation was made: the front of wbc histogram is the signature area for detecting plt clumps. In this case, the run with extremely low plt counts has very low event numbers in the front of the wbc histogram. The algorithm was not able to flag clumps. On (B)(4) 2011, a bec field service engineer (fse) was dispatched and performed a preventive maintenance (pm) on this unit. On (B)(4) 2011, the fse completed pm, reproducibility, mode-to-mode, qc, and startup before and after pm, which were all within the specifications. As a result of this event, the customer revised their criteria to review slides on all outpatient samples with platelet counts <100,000. The root cause for the low platelet count is unknown.